Event description:
It was reported that the pump touch screen was shattered and unresponsive. There was no adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.